Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿design and evaluation of the micra transcatheter pacing system for bradyarrhythmia management.¿ future cardiology. 2019; 15(1):9-15. Doi: 10.2217/fca-2018-0077. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implanted transcatheter pacing system (tps) devices. The article indicated that were unspecified ¿complications.¿ the status/disposition of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.